Manufacturer narrative:
Premature end of service due to a manufacturing error.

Event description:
Additional information was received that the patient underwent generator replacement surgery on (B)(6) 2015 due to the notification to the physician of the manufacturing error. The explanting facility discarded the explanted generator; therefore, no analysis can be performed.

Event description:
A device manufacturing error was identified which resulted in premature battery depletion. The physician was notified and the patient was referred for prophylactic generator replacement. Surgery is planned, but has not occurred to date. Review of the device manufacturing record identified that the device remained programmed on during manufacturing for 171 days resulting in 49% battery consumption.